Event description:
Pt being seen for laser treatment of cervical lesion(s). Laser misfired and burned pt. When machine turned on, prior to any attempt by practitioner to initiate laser beam with foot pedal. Pt sustained 4cm superficial linear burn to vulva. Pt treated with silvadene cream. Inspection of equipment revealed 2 broken wires in connector coming from foot pedal to laser, causing short circuit. Causal factor: stress of use related to nature of product design. Connectors replaced and reinforced. Housing to be incorporated around connectors to reduce stress to plugs and wires.